Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a nc-euphora rx ptca balloon catheter to treat a lesion. It was reported that when an attempt was made to inflate the balloon inside the patient that the balloon ruptured and ripped off inside the guide and was therefore removed from the patient. No patient injury is reported.

Manufacturer narrative:
Add info: the device was not inspected before use. An attempt was made to use a nc-euphora rx ptca balloon catheter to post-dilate a lcx lesion. It was reported that resistance was encountered and excessive force used. An attempt was made to inflate the balloon inside the patient and it was reported that at 14 atm the balloon burst and ripped off inside the guide. To remove, it was reported that the balloon was inflated to 10 atm and suddenly the balloon was not responsive to inflation the physician directly removed the device from the patient. No patient injury is reported. The physician used the same size form nc euphora to complete the procedure. Product analysis summary: there was no detachment evident to the device. The device returned with contrast visible in the balloon and inflation lumen. The distal shaft tubing immediately proximal to the proximal balloon bond appeared to have inflated. The balloon failed negative prep. On pressurisation of the device to nominal pressure of 12 atm, the distal shaft material proximal to the proximal balloon bond inflated. The balloon also inflated. Liquid was observed exiting the distal shaft material that had inflated. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst site on the inflated portion of the distal shaft. The balloon material was protruding upwards at the tear site. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.